Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed water blisters under the electrodes and hives under the garment. The patient believes he had an allergic reaction to the materials in the lifevest equipment. It was also reported that the patient scratched the blisters and they began to bleed. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who prescribed a salve for the skin irritation. Follow up indicated that the salve helped the skin irritation to improve.